Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported having been hospitalized approximately one year ago following an event in which the omnipod system reportedly delivered excess insulin. The patient stated that she subsequently discontinued use of the omnipod system and transitioned to multiple daily injections. Despite multiple good-faith attempts to obtain additional information, no further details were provided. As a result, information regarding pod wear duration, therapy settings in use at the time of the event, and other relevant device details is unavailable. The specific event date, length of hospitalization, diagnosis, and treatment were not reported.